Event description:
Information was received from a manufacturer representative via healthcare provider regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported that there was a return of pain. Rep reported the lead moved partially out of epidural space and needed to be revised. Surgeon elected to replace existing lead with narrower lead. The lead was discarded by the custo mer. Patient had good coverage post operatively. Patient stated they had fallen numerous times working on their  farm which most likely contributed to the lead migrating partially out of the epidural space. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.